Manufacturer narrative:
(B)(4). As the sample was not returned and the product code and lot number are unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The day after the peritonitis onset, the patient was hospitalized. On an unreported date, the patient was treated with injection of fortum 250 mg (frequency not reported), injection of reflin 250 mg every bag and injection of amikacin 50 mg once a day. The cause of the peritonitis was unknown. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.